Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation received. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain ("pelvic pain"). Pelvic pain is anticipated in the reference safety information for essure. A partial tubal ligation and hysterectomy were performed. During essure therapy, pelvic pain may occur. Considering that event started after essure implant and the lack of alternative explanations, causality with essure cannot be excluded. This case was regarded as incident because a surgery was required due to serious injury. Other non serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who received essure (ess205) for female sterilization. The occurrence of additional non-serious events is detailed below. In 2006, the patient started essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain ("abdominal pain, cramping"), abdominal pain lower ("lower abdominal pain"), headache ("headaches"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), menorrhagia ("persistent increased menstrual flow"), dyspareunia ("pain during intercourse"), fatigue ("fatigue") and polymenorrhoea ("multiple periods in a month"). The patient was treated with surgery (partial tubal ligation and on (B)(6) 2016 she had a hysterectomy). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, headache, hypoaesthesia, paraesthesia, menorrhagia, dyspareunia, fatigue and polymenorrhoea outcome was unknown. The reporter considered pelvic pain, abdominal pain, abdominal pain lower, headache, hypoaesthesia, paraesthesia, menorrhagia, dyspareunia, fatigue and polymenorrhoea to be related to essure (ess205). Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain ("pelvic pain"). Pelvic pain is anticipated in the reference safety information for essure. A partial tubal ligation and hysterectomy were performed. During essure therapy, pelvic pain may occur. Considering that event started after essure implant and the lack of alternative explanations, causality with essure cannot be excluded. This case was regarded as incident because a surgery was required due to serious injury. Other non serious events were reported. A product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain in my pelvis") and pelvic infection ("pelvic infection") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia ("persistent increased menstrual flow/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2010, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain, cramping"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and back pain ("low back pain"). In (B)(6) 2010, the patient experienced headache ("headaches"), fatigue ("fatigue") and migraine ("migraines"). In (B)(6) 2010, the patient experienced menstruation irregular ("irregular periods") and libido decreased ("decreased desire for sex"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain / lower stomach pain"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), polymenorrhoea ("multiple periods in a month") and mood swings ("mood swings"). The patient was treated with surgery (partial tubal ligation and on (B)(6) 2016 she had a hysterectomy/salpingectomy (bilateral removal )). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic infection, abdominal pain, abdominal pain lower, headache, menorrhagia, fatigue, urinary tract infection, migraine, back pain and libido decreased had resolved, the hypoaesthesia, paraesthesia, polymenorrhoea, mood swings, female sexual dysfunction and menstruation irregular outcome was unknown and the dyspareunia, vaginal haemorrhage and dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypoaesthesia, libido decreased, menorrhagia, menstruation irregular, migraine, mood swings, paraesthesia, pelvic infection, pelvic pain, polymenorrhoea, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2007: total bilateral occlusion. (B)(6) 2007: dye test- total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received : new reporter was added. Patient demographic details added. Product start date and stop date updated. Lab data added. Event was clubbed- persistent increased menstrual flow/abnormal bleeding (vaginal, menorrhagia), pain during intercourse/dyspareunia (painful sexual intercourse), pelvic pain/pain in my pelvis, event was added- mood swings, vaginal bleeding, menorrhagia, urinary tract infection, pelvic infection, apareunia (inability to have sexual intercourse), migraines, dysmenorrhea, low back pain, irregular periods and decreased desire for sex. Event outome was added- fatigue, pain, headaches, migraines, infection, menorrhagia, was recovered / resolved and for dysmenorrhea,vaginal bleeding, dyspareunia were recovering/resolving. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.